Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient had a blood clot in her spine which landed her paraplegic. The patient then noted that she had an MRI about three years prior to the report when she had the blood clot when they did a surgery. Lastly, it was noted that the patient was good at the time of the report and she was no longer paraplegic. There were no reports of device issues or allegations. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer (B)(6) 2018. It was reported that the blood clot in the patient spine that left the patient paraplegic had nothing to do with the implant but was due to the surgery. It was due to a fusion that the patient was told they needed. The blood clot was noted directly after the surgery, but it took a little time before an MRI. The cause of the blood clot was not determined. No further complications were reported.